Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the scope appeared to be blurry due to possible condensation, was confirmed. It was found that the outer tube and distal tip were damaged. Further the distal cover glass / negative was also found to be damaged. The device was repaired using spare parts, tested and found to be working according to specifications. User mishandling if the most probable root cause of the physical damage to the device and the presence of foreign matter inside the device. The damaged components of the device would have caused it to not function as intended by the customer. A manufacturing record evaluation was performed for the finished device (serial number (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the affiliate via phone that during a shoulder repair the hd arthroscope, 4.0mm, 30 deg, 167mm: with mitek lock was blurry and with possible condensation inside. The case was able to be completed. No patient consequence and no surgical delay was reported. No additional information was provided.